Manufacturer narrative:
Zimmer biomet complaint (B)(4) customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon return to the representative's office that the tibial articular surface provisional was discovered fractured. It is unknown as to when or how it happened. There was no report of harm or injury.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: (g04) provisional bottom. A visual inspection of the returned item was performed, and found it to exhibit signs of repeated use. It is nicked / gouged and the post feature has fractured off with all pieces not returned. Checked product identifiers per inspection criteria.used a micrometer to check tasp thickness dimensions which measured conforming. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The fractured tasp component in this complaint was manufactured before a design modification. The root cause is considered to be a previously addressed design issue. Complaint is confirmed via product review. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Correction: health impact code.